Event description:
Report received of the pump being returned from clinical service with a note that the device would not show the volume delivered. There was no report of any adverse patient event. In manufacturing testing, the device under-delivered.